Manufacturer narrative:
(B)(6). Investigation: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for molding defect with the incident lot was observed. Additionally, evaluation of the customer samples was performed and molding defect was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. The most likely root cause for the reported defect was associated with the gate of the molding tool on this particular cavity, which allowed excess polymer through, causing the stub.

Event description:
It was reported that during use, the healthcare worker noticed sharp edges on a bd vacutainer® plastic sst¿ ii advance tube with bd hemogard¿ closure. There was no report of injury or medical interventions.